Event description:
Customer tested 166 mg/dl on the aviva system and 27 mg/dl on a professional meter used by emergency medical services (ems) within 10 minutes. Customer was passed out when the results were obtained. Ems treated customer with IV glucose and monitored his blood sugar. Ems left when customer tested over 100 mg/dl. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.